Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris syringe module syringe administration set experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: some of these have the end plastic connector that looks discolored.

Manufacturer narrative:
A complaint of discoloration was received from the customer. No product or photo was returned by the customer. The customer complaint of cosmetic issues - discoloration could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10014914 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.